Event description:
Taxol stopped. Leaking fluid from filter in taxol tubing. Blood back flowed into main IV line. New ivf (intravenous fluid) tubing hung. Taxol tubing disconnected and pic was taken of filter pharmacy notified.